Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H10: livanova deutschland manufactures the srd s5 mast roller pump 150. The incident occurred in united states. Field service engineer confirmed that neither livanova nor the hospital staff/biomed are allowed to touch the system so no log files will be obtain. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that the main arterial pump failed while weaning off bypass. The patient is still alive and suffer brain injury. The s5 is seized.

Manufacturer narrative:
H10: through follow-up communication with the customer dated 14th september 2023, livanova was informed, through a medwatch report, that the patient died. In detail, (B)(6) 2023 was when the surgical procedure and event happened. On (B)(6) 2023, chief perfusionist informed livanova that the patient was still alive but suffered brain injury and on (B)(6) 2023 the patient died. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Subsequently, the timeline of events was better clarified: surgery was conducted on (B)(6) 2023, on (B)(6) chief perfusionist informed that the patient was still alive but suffered brain injury, while (B)(6) was the date of the patient's death. Later, livanova learned that there was still no approval given to the field service engineer to work on the system and pull logs-file. A review of the DHR could not identify any deviations or nonconformities relevant to the issue (#DHR-(B)(4)). A device service history review has been performed and identified that the unit was manufactured in 2022 and no other similar event has been reported, neither concerning trend has been identified. From the review of the database, no other event was reported on the affected console. Considering all the above facts, the root cause of the event could not be established. As per livanova procedure, if any additional information pertinent to the reported event and impacting the investigation results is received, this complaint file will be re-opened and updated. Livanova maintains and documents periodic customer events monitoring process in order to evaluate actions for products improvement.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication livanova learned that correct serial number of the involved s5 console is (B)(6) (model 48-50-00z). The dedicated section d4, including unique device identifier (UDI) number, has been updated accordingly, as well as the device manufacture date (h4 section). In addition, log files has been pulled out and will be analyzed. Device history record (DHR) review of the correct serial number device will be performed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H11: the serial read-out of the pump (real time device parameters and setting recording file) was analyzed: 08:26 reportedly, this is the time when the surgery started; 11:08 reportedly, this is the time when the issue occurred. Before and after this time, based on the information reviewed, livanova did not identify any pump malfunction. Furthermore, also the following documentation provided by the customer was reviewed. In detail: anesthesia protocol record reports at 11:11 the following observation: ¿cardiopulmonary bypass (cpb) machine not flowing, arterial roller pump malfunction, hand crank unable to resume flow due to deprimed oxygenator. Calling for perfusion backup and new cpb machine.¿ cpb perfusion record includes the following comment: ¿arterial pump head failure approximately at 11:08. Switched to hand crank, observed air in the oxygenator and arterial line. Brought second pump into the room, reinitiated cpb with second bypass machine.¿ it is important to note that no perfusion parameters were recorded in the perfusion record at the time of the incident. The perfusion record reveals a gap in data collection between 10:35 and 11:45. Based on livanova medical opinion, a massive quantity of air entered in the extracorporeal circuit during the procedure. The precise pathway through which air entered the extracorporeal circuit remains unclear. Specifically: the term ¿deprimed oxygenator¿ denotes that the oxygenator was filled with air. The extracorporeal circuit is airtight in normal conditions. The alleged pump stop can not explain the air in the circuit. When the pump stops the circuit equalizes to positive pressure and no air intake can occur. The source of air and how this filled the extracorporeal circuit is not reported in the available documentation. In the condition of a massive quantity of air in the extracorporeal circuit, the manual activation of the hand crank could not be performed as this would risk to inject air in the patient. This is also confirmed by the anesthesiologist log. It is also noted that the arterial roller pump is designed to stop upon detection of certain alarms (bubble, level or flow) or malfunctions. However, the pump log file did not record any relevant alarm, nor any indication of a pump malfunction. In conclusion, according to the documents reviewed the main clinical event is a massive air quantity entering the extracorporeal circuit and emptying (depriming) the oxygenator. The massive quantity of air did not allow to continue the case with hand crank and is the main reason of the prolonged stop of the patient support. The root cause of the air entering into the extracorporeal circuit is unclear but cannot be caused by the alleged pump malfunction. According to the pump log files there is no record of any pump failure occurred during this incident. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
The investigation concluded that: the event was related to entry of a substantial volume of air into the extracorporeal circuit, resulting in the oxygenator being filled with air and preventing safe continuation of perfusion. The root cause of the air entry remains undetermined due to the lack of direct device inspection and incomplete clinical data. However, based on the available technical and clinical evidence, livanova has determined that the air entry was not caused by a malfunction of the s5 arterial pump or any other livanova device involved in the procedure. Based on the available evidence, livanova has concluded that air did not enter the extracorporeal circuit as a result of any malfunction of its devices. Livanova maintains a structured and documented process for monitoring customer-reported events to support continuous product evaluation and improvement. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.